Manufacturer narrative:
Unit received and placed unit under microscope and found corrosion damage inside the female connector, and at the connector pins. Also visually found low spring contact at the connector pins# 1. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blood at site, loss of communication between insulin pump and transmitter, received change sensor alert, sensor updating alert and calibration not accepted alert. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed and rf icon doesn't turn into green. Troubleshooting was performed for sensor alerts and site issues. Customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-7040a. The customer discontinued to use of the device, mmt-7841zn was requested for return, and the device returned for analysis.